Event description:
Pt c/o injection site reaction with gel-one that presented with significant pain. It would go away after awhile, but occurred with subsequent injections. "Is the product compounded: no; is the product over-the-counter: no." Prescriber name: (B)(6).